Event description:
It was reported from the d3 cardiovascular intensive care unit (cvicu) that the syringe pump module experienced a red channel error which caused the device to turn off during a nicardipine infusion. The patient was post-operative cardiac surgery and experienced an increase in blood pressure due to the nicardipine not infusing. There was no harm caused to the patient since the patient had been having variable blood pressures around the event. Healthcare technology management (htm) reviewed the pump error log, which dated back to the incident (B)(6) 2020 to find that a fatal communication error occurred. The failure was determined to be due to damaged iui connectors. The iui replacement was performed on (B)(6) 2020. The device had been previously checked for iui issues on 9/21/20 and passed. Htm performed a thorough check out/pm checks in accordance with OEM standards, using alaris system software again on 12/16/20 and the device passed all tests. They ran a delivery test using a 60ml bd syringe at a rate of 999 and delivering 50ml and the device passed. Htm confirmed accuracy using a calibrated pronk technologies flow trax ft2 infusion analyzer and the device passed all test.

Manufacturer narrative:
Sample inspection: the inspection process performed on syringe module sn (B)(6) found it to be in fair condition both internally and externally. The left iui has the date code of january 2020. The right iui has the date code of february 2020. All parts inspected are manufactured by bd. Log analysis results: the syringe module was attached to pcu sn (B)(6) and was assigned unit label c on the date of the reported event of (B)(6) 2020. However, the time of the event was not reported. The review of the syringe module error log showed that code 358.2000.0 (comm failure) occurred on (B)(6) 2020 at 07:06:07 am. The review of the syringe module event log showed that a channel malfunction occurred on (B)(6) 2020 at 07:06:07 am and stopped an infusion that was programmed at the rate of 2.052 ml/h with the vtbi of 22.7234 ml. Test results: testing performed did not replicate the error code 358.2000 or the channel malfunction alarm observed during log review. Test methods: 1503-001-016-r. Device history review: a review of the device history record showed the device had a manufacture date of 10/16/2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise was performed for sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. Root cause: the root cause of the reported incident that the syringe module experienced a red channel error which caused the device to turn off during a nicardipine infusion could not be identified in this investigation. The customer reported that the iui connectors were replaced after the event therefore the investigation could not address the iui condition. Summarize: the customer reported incident that the syringe module experienced a red channel error which caused the device to turn off during a nicardipine infusion was confirmed during log review but could not be replicated in this investigation. ¿the associated pcu was not returned with the syringe module for investigation and the suspect iui connectors were not available for analysis. ¿the syringe module error and event log show that a communication error code 358.2000 and a channel malfunction occurred which stopped a programmed infusion at 07:06:07 am on (B)(6) 2020. ¿testing performed did not replicate the error code 358.2000 or channel malfunction alarm as observed in the log review. ¿the inspection process performed on the syringe module found no irregularities. ¿customer reported that the ¿failure communication error¿ was determined to be due to damaged iui connectors, and iui connectors were subsequently replaced on (B)(6) 2020. ¿the system was being used for treatment.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported from the d3 cardiovascular intensive care unit (cvicu) that the syringe pump module experienced a red channel error which caused the device to turn off during a nicardipine infusion. The patient was post-operative cardiac surgery and experienced an increase in blood pressure due to the nicardipine not infusing. There was no harm caused to the patient since the patient had been having variable blood pressures around the event. Healthcare technology management (htm) reviewed the pump error log, which dated back to the incident (B)(6) 2020 to find that a fatal communication error occurred. The failure was determined to be due to damaged iui connectors. The iui replacement was performed on (B)(6) 2020. The device had been previously checked for iui issues on (B)(6) 2020 and passed. Htm performed a thorough check out/pm checks in accordance with OEM standards, using alaris system software again on (B)(4) 2020 and the device passed all tests. They ran a delivery test using a 60ml bd syringe at a rate of 999 and delivering 50ml and the device passed. Htm confirmed accuracy using a calibrated pronk technologies flow trax ft2 infusion analyzer and the device passed all test.